Manufacturer narrative:
(B)(4).

Event description:
It was reported that during rv lead revision, the device was observed to be in back up vvi mode at the time of interrogation. The device was then explanted.